Manufacturer narrative:
The device was not returned, so no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the imaging device took 2d images fine, but when they attempted to take a 3d spin, the imaging device was not working. The site rebooted the system and the issue was resolved. The surgery was completed with imaging and there was no impact on patient outcome.